Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was delivering inaccurately. Troubleshooting could not be completed at the time of the call. This complaint is being reported because the alleged issue could cause a blood glucose excursion. The reporter alleged that there was a low blood glucose, but was unable to provide a specific level or any symptoms experienced. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: during investigation, the pump was returned with a battery compartment crack. The display was dim and discolored. The pump had no audible sound due to a cracked solder connection on the piezo device. The pump passed all required testing for inaccurate delivery. The black box and total daily dose showed no evidence of delivery functions. The basal total daily dose added up correctly with the programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.